Event description:
Pt revised for infection and loose tibia at both implant/cement and cement/bone interfaces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.